Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tibial baseplate. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned due to hospital policy.

Event description:
It was reported that there was a revision of a right knee due to tibial baseplate disassociation from the bone.